Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
At 11:07 an infusion of 80 mg of phenylephrine in a 250 ml bag of 0.9% nacl was started at 52.9ml/h. The report suggests that at 13:18 the bag was empty. A new infusion was ordered and started at 13:34. The information received suggests that at approximately 13:00 the patient's heart rate was 120 and their blood pressure was150-170/90; soon after their bp decreased to 90/40. The patient was placed in the trendelenburg position and their bp recovered to 130/80 after few minutes. The patient remained stable until the new bag of phenylephrine infusion was started. No additional information was received

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pump was subjected to volumetric accuracy testing and passed. An internal inspection of the pcu and pump modules did not identify any fluid ingress, damage or deficiencies. A performance verification procedure (pvp) was completed on the pcu and pump module and all results were within specification. The system was subjected to a continuous infusion for >48 hours which was completed failure free. The event log corroborates the customer feedback that an infusion was resumed on (B)(6) 2016 at 10:28:31 (10:30h) at 52.9ml/h (3.0ug/kg/min), a vtbi of 250.0ml was selected at 11:09:12 (11:07h) and that the pump alarmed air-in-line at 13:09:36 (around 13:00h), however it is not possible to confirm that a new bag of phenylephrine was connected at 11:07h as indicated in the reported information. The root cause of the reported overinfusion was not identified. Neither the fluid bag or administration set were received for evaluation and therefore not possible to comment on their condition regarding damage, deficiencies or leaks which may have caused or contributed towards the reported volume discrepancy.